Manufacturer narrative:
(B)(4) - the intraocular lens has not yet been received for analysis. The lens met all manufacturing specifications prior to release. Information received from the reporter suggests this event is not related to the device. It was reported that the incident was caused by the doctor's technique. A supplemental MDR will be filed as necessary when additional reportable information becomes available.

Manufacturer narrative:
The intraocular lens was received and inspected under illuminated 10x magnification. Results show half of an optic with one damaged haptic. This condition is consistent with a lens that has been cut to remove from the patient's eye. If follow-up with the reporter it was learned the patient remains aphakic. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Event description:
It was reported that the capsular bag tore after lens insertion. The lens was cut and removed from the eye without enlargement of the incision. Currently, the patient has no lens. It was reported that the event was not attributed to the lens and was due to the doctor's technique. Follow-up with the facility on (B)(6) 2011 indicated that the patient has not been rescheduled for another lens procedure.